Event description:
Reported issue: the staples were jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot#: 73j2100805 investigation, did not show issues related to the complaint.